Event description:
It was reported that during a hepatectomy procedure, the hand switch did not function properly on the device. There were no adverse consequences to the pt. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Info not available, device not returned for analysis.